Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced sound quality issues after a magnet resonance imaging, which were likely caused by a dislocation of the floating mass transducer from its intended position. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported a noisy hearing impression after MRI examination (1,5t) on 25-oct-2023. The recipient described a hearing of a sizzling noise when she entered and left the MRI room, however, there was no unpleasant sensations during the procedure. The noise was present with microphones on, but not directly provocable within single vibrogram tones at loud volume. Also, there was no specific frequency band that could reduce the noisy sound (sizzling noise) coming along with the normal hearing impression. Re-implantation is being considered, but no further information has been received so far.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a noisy hearing impression after MRI examination (1,5t) on (B)(6) 2023. The recipient described a hearing sizzling noises when she entered and left the MRI room, however, no unpleasant sensations during the procedure. The noise was present with microphones on, but not directly provocable within single vibrogram tones at loud volume. Also, there was no specific frequency band that could reduce the noisy sound (sizzling noise) coming along with the normal hearing impression. Re-implantation is considered.